Event description:
This is being filed as the clip became caught on the soft tip of the steerable guide catheter during removal. Although there was no adverse patient effect, if this were to recur, difficulty removing the clip has the potential to cause or contribute to patient injury. It was reported that after the mitraclip clip delivery system (cds) was positioned in the left atrium and the cds steering m knob was turned to steer the clip downward, the clip moved unexpectedly upwards toward the arch of the left atrium. The clip was free from any anatomical structure. Upon retracting the clip into the steerable guide catheter (sgc), it became caught on the sgc tip. The clip was opened a little and was advanced removing it from the tip. The clip was reclosed and was able to be retracted into the sgc. Another cds was used successfully and one clip was implanted reducing the functional mitral regurgitation grade from 4 to 3. There was no adverse patient effect or significant clinical delay in the procedure due to the device issue. No additional information was provided.

Event description:
Steerable guide catheter was returned to abbott vascular with damage to the soft tip. Additional information indicated that the damage was not observed after the device had been removed from the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported sleeve steering issue and difficulty removing the cds was not confirmed via returned product analysis. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system. The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced, has been filed under another manufacturer report number.